Event description:
It was reported that the customer experienced a cartridge alarm 20 during pumping. No adverse impact to the customer¿s blood glucose level was noted as the level did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and took action by sending the customer a replacement pump with updated software. The customer was informed of the replacement process, including instructions for returning the problematic pump. Additionally, training was made available in the customer's tandem source account, and instructions were provided on putting the pump into storage mode before returning it. The customer acknowledged understanding the steps advised by technical support.